Event description:
Event description cpi received information that during a scheduled explant procedure, this implantable cardioverter defibrillator (ICD) exhibited a fault code indicating a charge time out.